Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to low blood glucose of 46mg/dl on (B)(6) 2018. Customer¿s blood glucose at time of hospitalization was 51mg/dl. Customer was treated with coffee and donuts. Customer stated that they had blood glucose of 4mg/dl or something, had a correction. Customer was wearing insulin pump at time of hospitalization. Insulin pump will be return for analysis.